Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implant of an epicardial lead was unsuccessful because the coating was not intact. This allowed blood into the lead body. The lead was removed. No patient complications have been reported as a result of this event.